Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. If any further information is provided, the investigation will be reopened and processed accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (medical device ¿ problem code, investigation conclusions). It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) intermittently entered standby. If any further information is provided, the investigation will be reopened and processed accordingly. No harm reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) intermittently entered standby. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: a/p email for invoices only trinity health acct.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) while in use undergo intermittent standby and unit is down.